Manufacturer narrative:
On september 01, 2023, mentor received additional information regarding the date of event and the patient's age at the time of event. The date of event was reported to be march 19, 2005. The patient was reported to be 44 years old at the time of the event. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation with a 250cc (left) and a 300cc (right) mentor memorygel breast implant and experienced cutaneous contour deformity on the left and a rupture on the right side post-operatively. The patient was diagnosed with bilateral breast deformity with asymmetry. The patient desired more improvement in contour and less wrinkling. As a result, the patient underwent bilateral device explantation on (B)(6) 2005. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: cutaneous contour deformity. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).